Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for this event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug for treatment. The patient outcome was not reported. Pd therapy was withdrawn. The reporter declined to provide additional information.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.